Event description:
A plastic needle 200mm tip cracked during a brachytherapy implant. The tip crack became evident during CT prior to the second treatment when the user could not see the particular needle on the scan. The needle was not used for the second treatment and the physicist adopted the plan to compensate. When this needle was removed there was blood inside and a tiny crack at the tip. There was a 3 hour gap between the first treatment and the second treatment. CT scan from the first treatment shows there was no blood in the needle. The needle was outside shelf life. There was no pt injury.

Manufacturer narrative:
Testing was conducted on stock and the field failure was not reproducible under normal use or rough handling conditions. Customer technical bulletin was sent to users and product improvements for the mfg of the needle tip have been undertaken. Details on the corrective actions are reported to the FDA recall coordinator.